Manufacturer narrative:
Received 1 used coude tip tiemann red rubber catheter only. Visual inspection noted no obvious defects. A functional test was performed by introducing water into the funnel. Water flowed through the lumen and out of the drainage eyes without leaking from any other point on the shaft. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a hole in it. The patient alleged that because of this the urine did not drain properly and he experienced a urinary tract infection. The complainant reported receiving one round of antibiotics.